Event description:
It was reported that, on (B)(6) 2010, the pump was revised due to slipping. It was indicated that the doctor went in there twice, but never checked the line out. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).